Event description:
Boston scientific incepta ICD, model # e161, sn (B)(4): routine in clinic ICD interrogation indicated: battery voltage too low for projected remaining capacity. Code 1003. Company technical services was contacted and they recommended urgent generator change out. Found during device interrogation on (B)(6) 2021. FDA safety report ID # (B)(4).